Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphadenopathy

Event description:
Physician reported implant rupture. Ultrasound identified, "single small typical cysts... In the axillary area, there is an old reactive lymph node without obvious oncological features". Device remains implanted this relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d9, h3, h6.

Event description:
Healthcare professional reported right side implant rupture. Ultrasound identified, "single small typical cysts... In the axillary area, there is an old reactive lymph node without obvious oncological features". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as surgical impact opening (shell thickness within specification). As per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3; h6.

Event description:
Healthcare professional reported right side implant rupture. Ultrasound identified, "single small typical cysts. In the axillary area, there is an old reactive lymph node without obvious oncological features". Device has been explanted and replaced.